Event description:
The customer reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level the customer addressed the recurring occlusion issues by troubleshooting, filling the cannula, and resuming insulin use. Additional assistance was deemed unnecessary.